Manufacturer narrative:
The field service engineer replaced the laundry tubing, diaphragm, and a solenoid valve due to poor flow rate. All performance checks, calibration and qc were within specifications after the service visit. There have been no further issues since the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc2 vancomycin on a cobas 4000 c (311) stand alone system. The initial sample value was reported outside of the laboratory. The first patient sample initially resulted in a vancomycin value of 0 mg/l, which repeated as 24.6 mg/l. The vancomycin reagent lot number and expiration date were requested, but not provided.